Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. Pre-op diagnosis was for suspected loosening of the tibial baseplate. A pre-op x-ray also revealed that the bottom nub of the baseplate had become unthreaded from the baseplate. Intra- operatively, loosening of the femoral component was also noted. The patient's knee construct was revised to a ts knee with stems, cones, and augments. There are no allegations against the revised insert.

Event description:
It was reported that the patient's right knee was revised. Pre-op diagnosis was for suspected loosening of the tibial baseplate. A pre-op x-ray also revealed that the bottom nub of the baseplate had become unthreaded from the baseplate. Intra- operatively, loosening of the femoral component was also noted. The patient's knee construct was revised to a ts knee with stems, cones, and augments. There are no allegations against the revised insert.

Manufacturer narrative:
Additional information: update to explant date. An event regarding loosening and disassociation involving triathlon baseplate was reported. The reported loosening was not confirmed. The pre-op x-rays provided confirms the end cap disassociating from the baseplate. Method & results: device evaluation and results: the baseplate was returned for evaluation. Visual inspection indicated that on the inferior surface there is evidence of bone cement with bone in-growth on approximately half the baseplate. The end- cap was returned with it partially unscrewed from the baseplate. The device otherwise appears unremarkable for a device that was implanted since 2012. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. It was also stated that: the x-ray only confirms a disassociation at the junction of the stem and baseplate. It cannot determine it was due to a fracture or unscrewing - the last being the least likely possibility. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.